Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did back to back blood glucose testing, within 5 mins, using different finger sticks. He reported results of 232, 192 and 166 mg/dl. He did not have any symptoms. On followup, he related that his meter and strips had been stored in 95-110 degree temperatures. The lifescan rep reviewed qc, strip storage, and meter/lab testing with the rptr.